Manufacturer narrative:
Analysis of fg15150-0615-1s, lotno:226576371 damage location details: the pushwire bent at 107.com com from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker. And tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip/marker band was found to be accordioned. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex braid and phenom 27 catheter were found to be damaged. From the damages seen on the catheter distal tip (accordioning), pushwire (bending) and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there were no impacts/injuries to the patient due to the cancelled procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline and phenom encountered resistance and the pipeline was observed to be damaged. The patient was undergoing aneurysm blood flow diversion combined with coil assisted treatment for a saccular, unruptured aneurysm in the left internal carotid artery cavernous sinus segment with a max diameter of 13.58 mm and a 8.96 mm neck diameter. Landing zone: distal: 3.67 mm and proximal: 4.13 mm. The accessed vessel was the femoral artery with a diameter of 4.67 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 0. The angiographic result post procedure was normal. It was reported that the phenom27 stent catheter was successfully pushed to go upper to the middle cerebral artery. When the dense mesh stent was pushed to go upper through the phenom27 to the end of the internal carotid artery, the resistance increased significantly when passing through the cavernous sinus segment. After continuing to push it into place, the tip end of the pipeline flex could not come out of the stent catheter. Pushing the intermediate catheter to go upper to provide stronger support failed to solve the problem after repeated attempts. The dense-mesh stent and catheter were withdrawn together, and obvious damage to the stent was observed in vitro. The pipeline was not used for an indication that is off label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the resistance occurred with the pipeline in the distal end of the phenom catheter. There was no damage observed to the pipeline pushwire or the phenom catheter. The cause of damage to the pipeline stent was unknown. Additional information was received that it was confirmed that the surgery was canceled after encountering difficulties, and the selected content in the original report was incorrect.